Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is bone-on-bone contact in the medial compartment of the right knee with varus alignment of the knee, likely related to poly disassociation. Radiolucencies are seen surrounding the tibial hardware bilaterally, but finding is diffuse and nonfocal, likely related to surgical technique, not loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: fluted stemmed tibial component option for cemented use only size 6, catalog #: 00599604802, lot #: 62636187. Taper stem plug, catalog #: 00596009900, lot #: 62817475. Stem extension replacement screw, catalog #: 00598009000, lot #: 62857349. All-poly patella cemented 32 mm diameter, catalog #: 42540200032, lot #: 62879368. Femoral component option size f right compatible with lps-flex prolong, catalog #: 00596401652, lot #: 62773561. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to disassociated and fractured articular surface prosthesis. A new articular surface prosthesis was implanted. Attempt for further information has been made, but no further information has been provided.